Event description:
Related manufacturer reference number: 2938836-2019-02612. It was reported that the pacemaker-dependent patient presented feeling fatigued and with inappropriate auto-mode switch and non-sustained rv oversensing episodes. Review of the episodes revealed ra and rv lead noise that was being oversensed. The ventricular noise often resulted in inhibition of pacing. The leads were successfully explanted and replaced without complications. The patient was stable both before and after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 37.4 cm was returned for analysis. External insulation abrasion was noted at 14.1-14.3 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. External insulation abrasion was noted at 35.6-35.8 cm from the distal tip consistent with friction to the device can. The outer insulation was breached, and the outer coil exposed at these locations. This is consistent with the observation from the field of noise.